Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire broke. In (B)(6) 2015, a CT drainage placement procedure was conducted using an accustick ii and a non bsc guidewire. There was no issues during the procedure or difficulty with the wires. In (B)(6) 2015, the patient returned. Additional imaging on the patient revealed a fragment of a wire used during the (B)(6) 2015 procedure had broke off in the patient. The physician had to surgically remove the piece of wire. Upon close examination of the fragment, it was reported to be the boston scientific .018 wire. No patient complications reported and patient's condition is fine.